Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed multiple pump stops and low-speed events, however, a specific cause could not be conclusively determined. The submitted log file contained data from on (B)(6) 2020. Analysis of the log file captured a combination of pump stops and low-speed events were captured on (B)(6) 2020, while the patient was connected to the battery power. Multiple driveline disconnects and low flow hazard alarms were recorded during the motor stopped events. It should be noted that a short-to-shield event can trigger the driveline disconnect alarm on the pocket controller software version 7.23. An update has been provided to future software versions. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The patient remains ongoing on (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records or (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2014. Heartmate ii left ventricular assist system (lvas) patient handbook, is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire / shield breakdown to occur dependent upon length of use and movement / flexing over time. Additionally, the heartmate ii lvas instructions for use (IFU), is also available. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow, low speed, and pump stops. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The alarms did not resolve and continued to occur intermittently. The patient was discharged home with the pump running and on milrinone. According to the account, the patient opted out of hospice and opted to be on palliative care. The patient was deemed not to be a surgical candidate.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was later reported that the patient passed away on (B)(6) 2020 due to a phase-to-phase short while in hospice.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low speed operation and pump stop events. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this finding could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. Although the account indicated that the patient expired due to driveline phase to phase shorting, driveline wire damage could not be conclusively confirmed as the device was not returned for evaluation. Additionally, a direct correlation between the device and the patient outcome could not be conclusively established. The submitted log file contained events from 21jun2020 through 06jul2020. The file captured multiple pump stops and low-speed events, as well as associated alarms, on (B)(6) 2020. The majority of the events occurred while the system was operating on the battery power. Multiple driveline disconnects and low flow hazard alarms were recorded during the motor stopped events. It should be noted that issues with the driveline can trigger false driveline disconnect alarms on the pocket controller software version 7.23. An update has been provided to future software versions. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue; however, a specific cause could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding product return; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. This section contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section entitled "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low-speed events. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains a section on caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's known phase to phase was reported under MFR # 2916596-2020-00043. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient is having more frequent pump stop alarms and events. Technical support reviewed the log files and noticed that low speed and pump stop events on battery power pretty frequently and at times the pump is struggling to maintain the fixed speed. The patient has a known phase to phase. Alarms for this event include low speed, low flow, and pump off.